Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio at for the 3 days of the 7 days prescribed. The patient does not have sensitive skin, however they do have a known history of reactions to medical adhesives. A medical assessment and photographic investigation by an independent dermatologist determined that the characteristics of a typical thermal contact burn were not observed. The observed reaction is most consistent with irritant contact dermatitis. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported seeking evaluation from an urgent care facility for a burn and allergic reaction allegedly caused by the zio at device. The patient described redness, itching, pain and a burning sensation at the device application site, attributing the burning sensation to the device battery. According to the patient, the healthcare provider diagnosed the condition as either contact dermatitis or a possible burn. The patient was prescribed silver sulfadiazine cream to treat the affected area.